Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit had unresponsive down button due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify possible over/under delivery anomaly due to unresponsive button.

Event description:
The customer reported via phone call that they experienced high blood glucose level, low blood glucose level as well as the insulin pump was under delivering. Customer¿s blood glucose level was over 600 mg/dl and 70 mg/dl. Customer¿s current blood glucose level was 275 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Customer was assisted in performing displacement test and the test results was no. Troubleshooting was performed for delivery anomaly. The device will not be returned for analysis.